Event description:
Biopsy forceps "jammed open" and could not be closed during a procedure. Upon removal of the forceps, the lining of the pt's lung was lacerated causing some bleeding. The bleeding stopped on its own and the pt was discharged without complication.